Manufacturer narrative:
Batch review performed on 30 may 2023: lot 2109876: (B)(4) items manufactured and released on 10-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: 1.5 years after primary cemented tka, the tibial tray is mobilized and needs replacement. The images supplied shows a very pronounced tibial slope, and possibly an insufficient coverage of the posterior aspect of the tibial bone. These may be contributing factors to an abnormal stress of the metal/cement/bone interface, and it's possible that it may result in loosening. No reason to suspect a faulty device. Preliminary investigation performed by r&d project manager: revision surgery of a gmk sphere implant after 1 year and a half from primary implantation for tibial loosening. From the picture of the explanted tibial baseplate sent for investigation, no anomalies can be noted on the component. We can't see any evidences that the event is related to a faulty device.

Event description:
Revision surgery for cemented tibial tray loosening 1 year and 4 months post primary. All components were revised successfully.

Manufacturer narrative:
Visual inspection performed by r&d project manager: revision surgery of a gmk sphere implant after 1 year and a half from primary due to tibia loosening. From visual investigation on the returned explanted components, no residual cement can be noted on the distal surface of tibial baseplate. On the articular surfaces of the tibial insert, no signs of wear or delamination can be noted. No anomalies can be noted on the femoral component. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). From visual inspection, there is no evidence to suspect that the event is related to a faulty device. Additional information reported: data of return of the piece: 23 june 2023. Visual inspection of the device.